Manufacturer narrative:
According to new information received from the vad coordinator, incorrect information was inadvertently initially reported. The new info received indicated that there were only random suction events that had no effect on the patient and there were no low flows reported by the patient; therefore, this event does not meet the definition of a FDA reportable event and is now considered to be not reportable. No further reports will be forthcoming.

Event description:
It was reported that the patient has had multiple low flows and suction alarms over the past few weeks. There were no consequences to the patient reported. The pump remains implanted. No other information was reported.

Manufacturer narrative:
Pump remains implanted. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Pump remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. As per the IFU: suction events are anticipated and can be likely due to position of the vad or lower fluid volume due inadequate fluid volume related to not adequately hydrating. (B)(4) was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "low flow" alarms around the date of the reported event. Waveform trends indicated normal power consumption, with no sudden decrease in flow observed. The low flow limit was set as high as 3.0 lpm. Applicable risk documentation and experience with events of similar circumstances were considered; events with low flow alarms and suction events may be attributed to clinical factors or incorrect alarm limits. The root cause of the reported event could not be determined; a possible root cause can be attributed to a high low flow alarm limit/threshold, prematurely triggering low flow alarms. (B)(6). Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.